Manufacturer narrative:
Additional information: product analysis : visual and optical examination identified the material deformation on the underside of one of the anti-migration features, consistent with incomplete seating of the associated bone screw. This would create loading conditions which could result in overloading and subsequent fracture of the anti-migration component.

Event description:
It was reported that a patient underwent an acdf (anterior cervical discectomy and fusion) procedure at 2 levels. After all screws were in place, during final locking, locking cap on translational plate popped off. The broken parts were removed from the patient and the plate was replaced with a new one. No patient complications have been reported in association with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).